Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had the image on the live monitor all washed out and two horizontal lines on the live images. Uninterpretable images may product non-diagnostic quality images. There is no report of injury or death associated with the event described in this complaint.